Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information via a warranty form that five days post implant of this transcatheter bioprosthetic valve (tavr) the valve and the mitral valve were explanted as it was reported that the tavr had interfered with the mitral valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the surgical replacement occurred seven days post-implant and all five transcatheter valves were explanted. If information is provided in the future, a supplemental report will be issued.